Event description:
Revision surgery due to dissociation of poly from stem.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-01128; 508-01-440, s817 - dissociation, revision surgery, surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.